Manufacturer narrative:
Nuvasive ref: (B)(4). Revision surgery to replace the screws occurred on (B)(6) 2013. The inferior bone screws that backed out of the plate were returned and evaluated. There is no notable damage and screws met design specifications. Review of the device history records notes no material non-conformances or manufacturing errors that may have caused or contributed to this mode of failure. Pt activity at the time of prior to the event is unk. Pt's poor bone quality was noted and could have been a contributing factor, but the root cause of the failure remains unk.

Event description:
Initial surgery occurred approximately 2 weeks prior to event involving a three level acdf at c4-c7. During routine follow up, it was discovered that the two inferior bone screws at c7 had backed out of the vertebral body and out of the cervical plate. Pt was asymptomatic. It is unk if the pt complied with post-operative care instructions. Revision surgery to replace the screws occurred on (B)(6) 2013. Pt is reportedly doing fine post revision.